Manufacturer narrative:
The customer-reported issues of lower cardiac output and fill volumes, as well as a "pinging" noise, could not be confirmed through patient file review and were not reproduced during investigation testing. During visual inspection of the internal components of the driver, including the compressors, no mechanical issues were observed with any moveable components that would potentially cause the reported pinging noise. The driver passed all functional testing and was subjected to an additional 88-hour observation run in an attempt to observe a possible malfunction or change in driver performance. The driver functioned as expected with no low flow conditions observed or unusual noises. The driver performed as intended with no evidence of a device malfunction. The root cause of the customer-reported issues could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion driver exhibited a "pinging" noise, it continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a "pinging" noise while supporting the patient. The customer also reported that during this time the cardiac output and fill volumes were lower. The patient was switched to backup driver. There was no reported adverse patient impact.